Event description:
It was reported that a pump key "double taps." The customer stated that this was identified during acceptance inspection.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found every key to function as expected. The device was tested for 2 hours and all keys performed correctly. Review of the device history log did not identify any keypad output anomalies. Sigma's engineering investigation is in process. When complete, a supplemental report will be submitted. The date of event is unknown.